Manufacturer narrative:
The device was received in the not deployed position. The downloaded data showed the device completed 49 first prime pulses and was deactivated at 59 pulses. A drive stall and a drop in pulse width occurred, indicating a failure to detent the ratchet gear. The device was paired with a master pdm and a 5 unit bolus was delivered. The rerun produced an 0x40 alarm. One of the hook talons was observed to be sitting at an angle on the ratchet gear, indicating the hook post spring was incorrectly installed. The incorrectly installed hook post spring can be confirmed as the cause of the failure to detent the ratchet gear and the failure of the needle mechanism to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle never deployed the cannula into the skin. The patient did not provide any blood glucose values. As treatment the patient removed the pod.